Event description:
Started with an unidentified neoplasm on my lip that required six surgeries to remove and had mrsa (methicillin-resistant staphylococcus aureus). On (B)(6) 2021 I was diagnosed with stage 4 metastatic melanoma with an unidentified source. I had to have a modified neck dissection and had 26 lymph nodes removed as well as a tennis ball sized tumor. All of my oncologists believe it started with my lip because it's on the same side directly down from my lip.